Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a weak circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the circulation pump was primed during decontamination to allow the device to autofill. The circulation pump was serviced. Completed the 2000-hour pm procedure on the device. Serviced the mixing pump, replaced heater lot 1631 with lot 2229, and replaced both manifold o-rings and drain valves. The device was put through a functional check. The device was heated to 42°c and cooled to 4°c and was stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on (B)(6) 2023, biomed was preforming a calibration on arctic sun device. The calibration has failed twice. The first time he received an error 80 (water check time out ¿ unable to reach calibration temperature). The second time, biomed received an error 2 (pre warm ¿ inlet pressure error). Biomed thought it said expected -7 and actual -17 however biomed was not sure. Waiting on tech support response. Technical support spoke with biomed on (B)(6) 2023 biomed was trying to do a calibration in arctic sun device and got an error 2 for low inlet pressure, running it in manual control showed the circulation pump running at 100 percent and low inlet pressure -5.4. The device was due for the 2000-hour preventive maintenance service. Per communication with ess and customer on 12jan2023 per work order, customer agreed to estimate and would be bringing device in for valuation. A packaging kit had been sent to customer for device return, awaiting device return. It was stated that there was no patient involvement. Per sample evaluation results received on 13feb2023, it was reported that the circulation pump was primed during decontamination to allow the device to autofill. It was stated that flow error 1 (pre-warm bypass flow error) and low pressure were shown in the case dated (B)(6) 2022. It was also stated that the outer shell was replaced due to missing both frame alignment studs. It was noted that over travel in the power inlet switch causes power to cut off. The double bend tube and the chiller evaporator outlet tube were also replaced due to tube expansion discovered during servicing. Tank seals were replaced due to being lifted from the tank. The power inlet switch was preventatively replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on (B)(6)2023, biomed was preforming a calibration on arctic sun device. The calibration has failed twice. The first time he received an error 80 (water check time out ¿ unable to reach calibration temperature). The second time, biomed received an error 2 (pre warm ¿ inlet pressure error). Biomed thought it said expected -7 and actual -17 however biomed was not sure. Waiting on tech support response. Technical support spoke with biomed on (B)(6)2023 biomed was trying to do a calibration in arctic sun device and got an error 2 for low inlet pressure, running it in manual control showed the circulation pump running at 100 percent and low inlet pressure -5.4. The device was due for the 2000-hour preventive maintenance service. Per communication with ess and customer on (B)(6)2023 per work order, customer agreed to estimate and would be bringing device in for valuation. A packaging kit had been sent to customer for device return, awaiting device return. It was stated that there was no patient involvement. Per sample evaluation results received on (B)(6)2023, it was reported that the circulation pump was primed during decontamination to allow the device to autofill. It was stated that flow error 1 (pre-warm bypass flow error) and low pressure were shown in the case dated 11-14-22. It was also stated that the outer shell was replaced due to missing both frame alignment studs. It was noted that over travel in the power inlet switch causes power to cut off. The double bend tube and the chiller evaporator outlet tube were also replaced due to tube expansion discovered during servicing. Tank seals were replaced due to being lifted from the tank. The power inlet switch was preventatively replaced.